Event description:
It was reported that the ilet displayed a prompt to connect the cgm or enter a blood glucose value while paired with a dexcom g7, and the dexcom app showed a sensor reconnecting alert, indicating signal loss between the cgm and the ilet. Symptoms included no adverse clinical effects and blood glucose values within target range as verified by fingerstick. Outcomes included restoration of ilet display of glucose after the user manually entered a fingerstick value, with therapy unaffected. Investigation included customer support troubleshooting and user education. Investigation of this case revealed successful data display after manual entry and cgm reconnection, consistent with transient signal loss to the ilet only. It was concluded that the issue was resolved through standard troubleshooting and did not affect glycemic outcomes.